Event description:
It was reported that the pt experienced acute pain and numbness of her entire right side each time she activated a bolus dose via pt therapy monitor. The pt stated it reminded her of "drop foot". This became more noticable immediately post-implant. The pt also experienced shaking, chills, nausea and vomiting during the night; she still did not feel well in the morning. Later that day, she again experienced shaking and presented to the ER. It is unk what treatment was provided to the pt. The pt has heard an alarm and continued to experience lack of therapeutic benefit. Add'l info has been requested from the hcp, but was not available as of the date of this report.